Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited oversensing of far r wave. No programming changes were reported. No patient status was reported.